Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported multiple placement signal low alarms throughout procedure due to catheter manipulation during percutaneous coronary intervention (pci). Repositioned each time by physician, but continued to migrate due to lack of proper handling. Furthermore, hemolysis was noted in urine after insertion and labs hemolyzing. Additionally, the peel away sheath was removed at the end of the procedure and repositioning sheath advanced. Notable bleeding at insertion site requiring manual pressure and fem stop. The field rep. Discussed with staff potential for additional bleeding. The large hematoma noted in right groin, but was stabilizing with femostop. No blood products were given. After 56.67 of impella support, care was withdrawn and the patient expired. No allegations were made towards the impella for the cause of death.

Manufacturer narrative:
The investigation into positioning issues and hemolysis has been completed. The impella pump was not returned for investigation. Data logs were not provided. The doctor reported multiple pump repositioning due to poor handling. The cause of the positioning issue was most likely use related. The cause of the hemolysis issue was most likely improper positioning of the device, based on given clinical details.